Event description:
Boston scientific received information that during a normal device change out procedure, difficulty was experienced loosening the set screws on the cardiac resynchronization therapy defibrillator (crt-d). The distal left ventricular (lv) set screw could not be loosened and appeared to be stripped. Various troubleshooting techniques were attempted, but were unsuccessful. The lv lead was cut and capped. A new lead could not be placed as assess could not be gained. No adverse patient effects were reported.

Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.